Event description:
It was reported by service report that the scale module label was damaged. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Results: damaged scale module label was unable to read.